Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: bd received 1 samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 1200 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg contained foreign matter. The following information was provided by the initial reporter: "after the blood was collected, it was found that there was rubber mixed into the blood in the blood tube, and this rubber was found in 80% of the test tubes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1200 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg contained foreign matter. The following information was provided by the initial reporter: "after the blood was collected, it was found that there was rubber mixed into the blood in the blood tube, and this rubber was found in 80% of the test tubes."